Event description:
The customer contacted stryker to report that their device's on button was not functioning. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device will not returned to stryker for evaluation. The cause of the reported issue could not be determined. Stryker advised the customer the device is no longer supported and to remove the device from service and replace the device.